Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider via a company representative regarding a patient who was receiving gablofen with concentration 500 mcg/ml at a dose rate of 165 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient experienced minor withdrawal symptoms from the pump reservoir being empty. They had looked at the log reports to see when the pump started alarming and when the reservoir was empty. The patient¿s pump was due to be refilled on (B)(6) 2020 according to logs. The patient had called the clinic experiencing increase in spasms. Further troubleshooting was noted as not being necessary as they knew the reasoning. Regarding environmental/external/patient factors that may have led or contributed to the issue, patient and facility lack of compliance was noted. It was further indicated that the patient was in a facility, so communication was difficult. Oral baclofen was prescribed by the facility. The pump was refilled successfully (B)(6) 2020. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2020. No surgical intervention was planned. The patient¿s weight and medical history was noted as having been requested but was unknown. No further patient complications have been reported as a result of this event.